Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow-up device diagnostic issue was observed. Upon interrogation of the device, measurement value and a diagnostic data such as corvue were not updated from the last follow up. No further information available.